Event description:
It was reported that pump displayed malfunction alarm code and issue recurred after being reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump into storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label within 10 days, which customer understood and acknowledged.